Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 800 mg/dl while wearing the pod on the leg for 72 hours. Patient mentioned there was no negative impact on their blood glucose levels during the initial time range of pod wear which may indicate a successful insertion of the cannula and correct operation of the pod. Patient also noted the cannula showed signs of blood visible upon pod removal. Patient called an ambulance and was transported to (B)(6) hospital. Physician in charge of treatment was dr. (B)(6). Patient did not experience any symptoms during the event. Intravenous insulin and salt solution was administered for treatment. Patient was discharged after 6 days.